Event description:
Revision surgery - the pt was infected; surgeon removed all implants.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2012 was identified as an infection. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history record for the reported devices was examined. There were no non-conforming material reports or other discrepancies for these products. The documentation review check list show the devices had received an adequate 25-40 kgy gamma radiation sterilization dose prior to implantation. A review of the device history record, product complaint report database, and sterilization records show that this rsp humeral socket insert and concomitant parts used in the original surgery met sterilization, design, and manufacturing requirements. The source of the infection is unknown. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. It is possible that the patient may have had a pre-existing condition or been involved in an activity that may have impeded their resistance to infection. It is unknown when or to what extent the patient became infected. No information was provided about the surgical environment, or any information for use (IFU) deviations.